Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: model: 693558, lead; implanted: (B)(6) 2012. Model: 670100, annuloplasty heart band; implanted: (B)(6) 2009. Model: etlw1616c93e, abdominal stent graft; implanted: (B)(6) 2013. Model: etbf3216c166e, abdominal stent graft; implanted: (B)(6) 2013. Model: etlw1616c82e, abdominal stent graft; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.